Manufacturer narrative:
Pump was received with broken off the end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped from a high location and is cracked. The customer's blood glucose reading was 90 mg/dl at the time of incident. Troubleshooting found that the pump does not work and is cracked on the left side of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.